Event description:
During the surgical procedure all implants were verified with surgeon per policy prior to opening implants. After the procedure, our vendor reviewed the implant documentation and noted the incorrect tibial tray was implanted. Dr was immediately notified and decided to bring pt back for implant exchange. Md says vendor gave him wrong insert. It was noted that packaging is very similar, the only difference is that there is a cr or a ps. Packaging is not felt to be safe.